Event description:
After 45 months of implantation, the device involved in thin MDR report was explanted because the elective replacement was reached; however, premature battery depletion is suspected because the magnet rate was still at 94 min-1 three weeks before.